Event description:
Continuous poor mask fit on CPAP device lead to severe dehydration in elderly man. Which lead to fugue states and heat exhaustion. He has completely stopped sweating as a result of the mask problems. This problem started in april with second covid shot. Then recurred anytime exposed to heat or exertion. As new machine/mask continued to leak. By end of june we realized he could no longer sweat and although he now has a better fitting mask, he has only experienced sweat one time and is still at risk of heat exhaustion and heat stroke if not prevented from getting hot. Multiple blood tests, MRI, etc. The not-sweating is observable. The exertion/confusion link also observed. The tank on the machine would be dry night after night. FDA safety report ID # (B)(4).